Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found the clamp arm detached from the distal end. The shaft features that mate with the clamp arm pins are bent backwards. Engineering concluded that breakage of the harmonic curved shears (hcs) insert accessory was most likely caused by mishandling or misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The insert accessory was retrieved and the procedure was successfully completed. No patient harm, adverse outcome or injury was reported.